Event description:
It was reported that patient presented in clinic with complaints of diaphragmatic stimulation one week post implant. High capture threshold was also observed. The lead was repositioned successfully and the patient condition was stable post procedure.